Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's coin cell battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off when they attempt to power it on. There was no report of patient use associated with the reported event.